Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer received a software error and motor communication error. The alarms happened during normal use. Their blood glucose was 180 mg/dl. Troubleshooting was done and they were able to clear the alarms. The customer was assisted with running a self-test and the insulin pump did not pass. The customer was advised that insulin pump would need to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
Insulin pump was not in manufacture mode. Insulin pump passed the self-test and the displacement test. No unexpected pump error alarms during testing. However, the formatted history file confirmed pump error 53 (line number 3294 file number 26) and pump error 4 alarms due to a software error. Insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.